Event description:
Device returned for non-specified repair. No patient impact reported. Repair request escalated to complaint on evaluation due to the footed portion being damaged by tool contact. On follow-up it was noted that this was identified during a case and it was confirmed that there was no patient impact.

Manufacturer narrative:
Report confirmed. Evaluation determined that the footed portion was damaged by tool contact. On follow-up it was confirmed that there was no patient impact. Event date is estimated. The user manual contains the following warning "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the patient, operator and/or operating room staff."